Event description:
It was reported that the patient presented remotely. Review of the remote transmission revealed the patient had multiple episodes of automatic mode switch since (B)(6) 2021, with most appearing to be inappropriate due to oversensed lead noise on the right atrial lead. The patient was asymptomatic to the event, and no changes were made to address the oversensing.